Event description:
It was reported that device had an upstream occlusion although it has been checked out and the same line works on another pump. Per reporter, the pump also requires a software update. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the upstream occlusion error complained by the customer. Functional testing was unable to replicate the issue. The investigation was not able to determine the cause of the issue as it could not be replicated. Preventative maintenance was performed, and the device was calibrated.